Event description:
It was reported that the right ventricular (rv) lead was undersensing. The lead programming was changed and the rv lead remains in use. It was also reported that there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01, implantable pulse generator, 2011 (B)(6). (B)(4).